Manufacturer narrative:
Site neurocoordinator, (B)(6) declined to provide patient information. Return requested. Replacement network bulkhead connector shipped to site (B)(6) 2016. Replacement network bulkhead connector returned to manufacturer, unused. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, alleging that while in a spine procedure, their navigation system and imaging system were not communicating and that the ip and network settings all match. This issue occurred as the surgeon was beginning navigation. No further details regarding the alleged inaccuracy were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There were no images saved on the imaging system and no record of the exam in the navigation system archive. Delay in therapy was approximately 30-45 minutes while the patient was under anesthesia. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative reported that inspection of the system found the cat5 communication cable to be damaged. As this was a hospital facility part the rep advised the site's biomed engineering staff who repaired the issue.